Manufacturer narrative:
The service rep ordered a new disk drive and system software. The failure turned out to be dvd rom drive failure. He ordered a dvd rom drive and replaced the dvd rom drive without fixing problem. He also replaced dvd to emi box usb cable. Reloaded software and cal data. System operates as intended.

Event description:
Customer reported the unit displayed a system disk drive error and the system will not boot. No x-rays were produced so no injury to patients.